Manufacturer narrative:
1038671-2024-02633 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02633.

Event description:
It was reported via legal documentation that approximately 101 months after a right total knee replacement procedure, the patient has experienced prosthesis wear to the right knee is currently unrevised. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2278221, 02-012-45-6060 - lgc tibial fit tray cem sz 6f/6t. 4009276, 02-010-01-0360 - logic femoral ps cem right sz 6. 4115608, 200-02-35 - three peg patella 35mm. 59034, 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm.